Event description:
The implantable neurostimulator was located in his mid thigh and was pulling on some tissue, producing a pulling, burning sensation when the device was turned on or off. The hcp attempted to do a revision but decided to take it out after realizing he could not move it to another location. The patient was getting adequate coverage of his pain after revision.